Event description:
The customer called and reported that the sensor gave readings in the 40 to 59 mg/dl range, while customer's blood glucose was 173 mg/dl. The customer further stated their blood glucose had dropped to 20 mg/dl, after the customer treated with injection to bring this down. Customer treated with soda and glucose tablets and blood glucose went up to 100 mg/dl. Calibration and insertion techniques were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.